Manufacturer narrative:
Additional/updated information was added to reflect the seat rail and crossbars being returned to the manufacturer for evaluation. The result of the evaluation was that the parts were to print/specification, so the original complaint issue was not confirmed. However, it was identified that there was a screw broken off into one of the crossbars.

Event description:
Seat rail is one quarter of an in lower than the left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat rail is one quarter of an in lower than the left side.